Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation. Defect found on rev 4. Returned meter - e-0 with controls. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Corrected sections as of (B)(6)2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter". H10: note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4) . Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 155, 191, 157, 142 and 274 mg/dl. The customers expected fasting blood glucose test result range is 103-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 120 mg/dl and 125 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 09/30/2021 and open vial date is may 2020. The meter memory was reviewed for previous test result history: (B)(6).